Event description:
The account states the bed will not go into the trendelenburg position.

Manufacturer narrative:
The technician inspected the trend cylinders to find the wrong cylinders were installed in the wrong positions by the account. The acct had 0600n cylinders in all 4 trend positions the technician installed 1000n trend cylinders in foot left and foot right positions, and 0600n trend cylinders in head left and head right positions to repair the bed.